Event description:
Consumer reported complaint for erratic blood glucose test results. The customer declined to review the meter memory to locate the results of concern. The customer¿s expected am fasting blood glucose test result is 130 mg/dl and expected pm fasting blood glucose test result range is 150-170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 245 mg/dl and 261 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/22/2024 and test strips were opened two days prior to call. The meter memory was reviewed for previous test result history: result 1: 125 mg/dl date: (B)(6) 2023 time: 6:21 am fasting. Result 2: 173 mg/dl date: (B)(6) 2023 time: 10:00 pm fasting. Result 3: 156 mg/dl date: (B)(6) 2023 time: 6:53 am fasting. Result 4: 177 mg/dl date: (B)(6) 2023 time: 11:00 pm fasting. Result 5: 136 mg/dl date: (B)(6) 2023 time: 7:00 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: high results. No defect found on returned meter. Root cause: rc-061: storage outside specifications. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 19-apr-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Root cause: rc-061: storage outside specifications.